Manufacturer narrative:
The hospital biomed performed a checkout of the unit and found the equipment functioning within specifications. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2015 phone call; (B)(6) 2015 email; (B)(6) 2015 email.

Event description:
The hospital reported that, during a case, the clinician experienced difficulty keeping the bellows inflated. The clinician switched to manual mode of ventilation and replaced the anesthesia machine. There was no reported patient injury.